Event description:
It was reported to philips that the system gave an alert indicating fluoro exposure failed, preventing imaging and delaying the procedure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure. The procedure was delayed and completed by using c-arm. The philips field service engineer (fse) inspected the system onsite and verified that the fluoro exposure failed error message had appeared. A review of the system log files confirmed the fluoro exposure failure. Upon troubleshooting actions, the fse identified that the kvma module was faulty. The fse replaced the kvma module, configured the generator and performed the tube adaptation. After the replacement, the system was returned to use in good working order.